Event description:
It was reported that an ilet user experienced sustained hyperglycemia with blood glucose levels between 300 and 400 mg/dl for approximately three hours after lunch, with the user suspecting a diet soda contained sugar and attempting multiple meal announcements to the ilet; tubing was tested with drops observed, high glucose alerts were active, and the user was advised to perform a site change and educated not to use meal announcements to correct high glucose. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education with an advised waiting period for glucose regulation and a planned follow-up. Investigation included review of device alerts, user-reported infusion set function checks, and instruction to change the infusion site. Investigation of this case revealed no confirmed device malfunction, with potential contributory factors including carbohydrate intake from a suspected sugared beverage and possible infusion site or insulin delivery issues not verified by return analysis. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.